Event description:
Customer reported that a male was under going a study for ureter stent placement. During the cysto diagnostic procedure, the system blew a fuse and the physician was unable to fluoro, a portable c-arm was brought into the room and the patient was transfer to the c-arm table, and the procedure was completed without any further complication or injury to the patient. Rn reported that the patient was under a light anesthesia sedation. The equipment turn over time was between 5 to 10 minutes, therefore extending the procedure by this amount of time.

Manufacturer narrative:
Liebel flarsheim field service report states, field service engineer found bad fuse 3f6 coming off of 6t1 transformer which supplies 24v. Field service engineer replaced fuse and verified proper operation according to maintenance section of sedecal generator service manual.